Manufacturer narrative:
Although this product is not sold in the united states, this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the united states under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all compliant investigation, an attempt was made to evaluate the subject devices as well as the device usage. In this case, no sample and no image was provided and therefore, the alleged stent elongation and fracture could not be confirmed. Potential factors that could have led or contributed to the reported issue have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or pos-dilatation as well as highly calcified vessels, the pt's condition or the vessel anatomy may result in an irregular stent placement. In this case, no additional info and no procedural details were provided. On the basis of the info available, a definite root cause for the reported event could not be determined.

Event description:
It was reported that the vascular stent was found to be elongated and fractured in the femoral artery. An intervention was performed. No additional info has been provided.